Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead exhibited undersensing. The ra lead sensitivity was adjusted and the ra lead remains in use. No patient complications have been reported as a result of this event.